Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant raw material history files of the reported batch did not indicate recorded quality problems or rejections related to this incident.

Event description:
(B)(4). Event took place in (B)(4) and has not been initially reported to (B)(4) authority. Tentative summarizing translation of user's narrative: "leakage at hub". Noticed during use, device was replaced. Two cannulas involved/affected showing similar failure. Lot 875 and 869. Event has not been reported initially to FDA due to evaluation as single fault.